Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; ubd: 11-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported this was the patient's third pump and it was currently not working. It was indicated the onset of the event was unknown, however, the date (B)(6) 2019 was provided. The patient's pain had been worsening and the patient was referred to another healthcare provider. The clinic notes were provided from (B)(6) 2019. The patient presented with low back pain. The pain was described as being located in the left low back and right low back. The quality was described as aching. The patient was described as moderate. The current pain level was 3/10, the maximum pain level was 9/10. The back pain radiated to the left buttocks, left posterior thigh, right buttock, and right posterior thigh. The pain had been worsening over the past 3-4 months, relative to (B)(6) 2019. There had been associated leg weakness. Functional limitation was provided as general physical activity. Therapies included past injections, surgery and opioid analgesics. The symptoms were noted as the day goes on. The patient¿s medical history included: pain pump for low back pain and lumbosacral neuritis. The patient had not noticed any relief from his bolus for months. The patient has not had symptoms of withdrawal. The patient required continued pain medication at their current dosage. The patient¿s activity level was unchanged. The patient was experiencing no adverse effects from the medication. Allergies included: flexeril and morphine sulfate (concentrate). The patient¿s neurological exam indicated the patient had numbness and paresthesia in the lower legs and mild weakness consistent with disease. The thoracic spine exam indicated the patient had moderate left lower tenderness on palpation. The lumbar spine exam indicated the patient had pain in the lumbar spine. A dye study shunt procedure was performed on (B)(6) 2019. Aspiration of 1 ml of spinal fluid was done and discarded. The port was then injected with 10 ml of omnipaque dye. The catheter showed a disruption about one inch above the spine. Minimal to no dye was noted in the spinal canal. The patient tolerated the procedure well without complications. The patient was started on oxycontin 40 mg twice daily by mouth for 30 days to see if the medication could control the pain. Catheter replacement would be considered if the medication could not control the pain. The physician had some concern about replacing the catheter due to the advanced neurofibromas in the patient¿s spine, as the patient had neurofibromatosis. It was noted the doctor had a difficult time inserting the catheter in 2007. The patient was instructed to follow-up in three weeks. The clinic notes were also provided from (B)(6) 2019. The patient presented with low back pain in the same location. The quality was described as being sharp and achy. The pain was described as moderate. The current pain level was 7/10, the average pain level was 4/10, the minimum pain level was 0/10, the maximum pain level was 9/10. The back pain radiated to the left posterior thigh, left lower leg, and right posterior thigh. The course was unchanged. The pump had been decreased and the patient was converted to oral medication. There had been associated leg weakness, foot numbness, stiffness, and altered gait. Functional limitation was provided as walking ability and the need for a cane/walker. The symptoms were noted all the time. The patient did not recall an event or time when his pain became much worse to indicate when the catheter failed. When the pump was repaired the previous summer (2018) the patient was having fluid collection around the pump, therefore it [the catheter] was patent at that time {please refer to manufacturer report number 3004209178-2018-17699 for this event}. The patient was referred to neurological surgery with a plan to follow-up in two months. No further complications were reported or anticipated.